Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the procedure, the left internal iliac artery was embolized as planned. According to the report, when a 31mm trunk-ipsilateral leg component was deployed, the device was reportedly implanted about 2 cm distally of its intended site. A 23mm contralateral leg component was implanted to extend the ipsilateral leg on the right side. It was reported the additional device provided only approximately 1cm of extension on the right side, and a distal type I endoleak was observed. The right internal iliac artery was then embolized, and an additional 12mm contralateral leg component was implanted to extend into the right external iliac artery. The distal type I endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, endoleak, and occlusion of native vessel.¿

Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, endoleak, and occlusion of native vessel.¿